Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to recurring incontinence and the device stopped working. The physician believed that the patient experienced recurring incontinence due to a prostatectomy procedure that took place. At a later date, a new aus was implanted. There were no patient complications reported.